Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch fast take meter would not turn on. The patient tests her blood glucose 3 times a day; once before breakfast, in the afternoon, and before bedtime. Her normal blood glucose levels are around :140 mg/dl." The patient takes 35 units of "novolin-n" insulin every morning around 8:00-8:30 am. Typically, she eats breakfast at 10:00 am. The patient stated that the reported meter issue started about 2-3 weeks ago and during that time she was unable to test her blood glucose. During that time, the patient started taking 35 units of the "novolin-n" insulin up to 3 times a day because she thought her blood glucose was getting high. One day earlier, the patient attempted to test her blood glucose in the evening, but was unsuccessful . Although the patient did not know what her blood glucose level was, she continued to take her 35 units of "novolin-n" insulin. Around 30 minutes later, the patient's mouth started to feel numb and she began to develope symptoms of feeling dizzy, nervous, and weak. The patient did not attempt to treat herself since she did not know what her blood glucose level was. She borrowed a friend's unidentified meter at that moment and got a result of "28 mg/dl." She called the paramedics. When they arrived, the paramedics tested the patient's blood glucose on another unidentified device and got a result in the "40's" mg/dl. The patient was treated with orange juice, sugar, and banana which relieved her symptoms. The customer care advocate (cca) noted that the patient had not replaced the meter's battery according to the owner's manual. The patient did not have a replacement battery to troubleshoot the alleged issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she was unable to test her blood glucose for 2-3 weeks, thought her blood glucose was high, took more insulin than prescribed, developed symptoms, and received medical treatment from paramedics for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.